Manufacturer narrative:
A return product investigation was not performed as the cycler was not replaced in the complaint for the reported symptoms. Field service investigation is not performed on cyclers. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The investigation of the liberty cycler found no indication of a causal relationship between the products and the reported event. Clinical review of all information currently available concluded that there was no information provided that indicated a causal relationship between the peritoneal dialysis and use of fresenius products and the peritonitis. The most common cause of peritonitis is a breach in technique or biofilm on the peritoneal dialysis catheter.

Manufacturer narrative:
(B)(4) - a supplemental report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported an unrelated issue during a dialysis treatment. Additional information received from the patient during follow-up discovered that the patient had previously been diagnosed with peritonitis. The patient's pd nurse confirmed that the patient was not hospitalized. The patient's pd effluent was cultured on (B)(6) 2016 and the results were negative for growth, however the patient's white blood cell (wbc) count was 1128. The patient did not present with symptoms of pain, fever or chills, however the patient's effluent was cloudy. The patient was treated with ceftazidime (fortaz) at 1 gram, every day, for two weeks via intraperitoneal route, and with vancomycin at 2 grams, twice per week, for two weeks via intraperitoneal route. The patient's peritonitis has resolved and a repeat culture taken on (B)(6) 2016 was negative for growth and the wbc count was 14. The patient's pd nurse confirmed that the patient had not reported any issue with the fresenius peritoneal dialysis product, and during a home visit and the patient was determined to have not been observing proper aseptic technique. The pd nurse reported that it was his medical opinion the source of the patient's peritonitis was related to a breach in aseptic technique.